Event description:
During a transurethral resection of a bladder tumor, the plastic tip of the resectoscope broke off in the pt's bladder and was initially located. Once the surgeon addressed the bleeding and cauterized where the tumor was, he went back to find the plastic piece and it was no longer visible. Dr. Continued to look for the piece for a prolonged time, the drapes were checked, along with the floor and all surrounding areas around the patient and the piece was never located. Past medical history of bladder tumor, r ureteral stent. Pt gets serial cystoscopies for bladder tumors, surgeon will continue to search during repeat cystoscopies.